Event description:
It was reported that post paced t-wave oversensing was noted via merlin.net. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.